Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the integrated electro surgical unit (iesu) involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation could not confirm nor replicate the customer reported complaint. The iesu was placed on an in-house system and was run in normal mode. The unit energized, cauterized and all ports recognized instruments. An m-b0-60 error was present in error log. As a safety precaution, the unit will be sent to original equipment manufacturer (OEM) for further investigation. Visual inspection found the unit is in good condition.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, there was repeated error c-30 on the erbe vio. The technical support engineer (tse) checked the logs and saw repeated error c-30. Tse asked to power cycle the erbe vio but the issue was the same. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: the procedure was completed with the same erbe vio. Due to its privacy policy, the hospital does not provide patient demographics nor any relevant tests and patient history

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse reproduced the reported issue and replaced the erbe vio to resolve the issue. The system was tested and verified as ready for use. Isi has received the part for evaluation, however, at this time, evaluation is not yet complete. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted post-evaluation and/or if additional information is obtained. A procedure log review was performed. Per the review, the following was confirmed: the reported error occurred on (B)(6) 2022 during a low anterior resection surgical procedure performed on system (B)(4). No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: the electrosurgical generator unit (esu) was abandoned after the start of the procedure and the surgeon was able to continue with the procedure robotically. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.